Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I anti-hbc ii, anti-hbs results on one (B)(6) patient. The results provided were: (B)(6) consider being protective against (B)(6) viral infection) /repeated (B)(6). (B)(6) /repeated (B)(6). Additional information provided: (B)(6) there was no reported impact to patient management.

Manufacturer narrative:
Updated section- h6 adverse event problem: medical device problem code: to a090809 from a090804.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I anti-hbs reagent lot 26624fn01. The evaluation of complaint data for the product and likely cause alinity I anti-hbs reagent lot 26624fn01 did not identified increased in complaint activity. An adverse trend was identified, however, the review determined it is not related to the issue under review. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs assay lot number 26624fn01.